Manufacturer narrative:
A product investigation was completed: problem could not be reproduced. Functional test successfully passed. Device history record review confirms that this part was manufactured according to specification. This lot was released after final inspection with no findings. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Carried out functional test was passed successfully. The cerclage cable could be inserted as intended. The reported problem could not be reproduced. No product fault could be detected. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: january 19, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the surgery for a femoral subtrochanteric fracture, the surgeon experienced difficulty putting the cerclage cable through the cerclage passer (60mm). He then used a spare cerclarge passer (46mm) and completed the surgery successfully. The forceps were checked and it was confirmed that they were not aligned. There was a ten (10) minutes surgical delay. No adverse consequence was reported; there was no patient harm. This is report 1 of 1 for com-(B)(4).